Manufacturer narrative:
The event occurred in canada. It was reported that the arterial pump stopped during treatment. No harm to any person has been reported. The customer reported a failure of the hl20 arterial pump. The system control panel shut off, stopping the arterial pump. The hand crank was used to maintain patients support while restarting the system. The treatment was finished with the unit. After a conversation between the getinge field service technician and the customer it was determined to take actions before the visit at the customers site. The customer ran the unit off patient and found the hl20 displaying the error message: "er16" on the arterial pump which was caused by a bad connection from eroded rubber feet on the pump. The rubber feet being worn was identified in february 2022 as being an issue and the customer ordered a large supply but never got around to installing on all the units. The customer reported that the unit has been repaired by the trained hospital personal. The device is back in clinical use. According to the hl20 service manual 8.5.3 error messages the reported error message "er16" could be traced to a signal loss between hl20 pump and console. Thus the reported failure could be confirmed. The most probable root cause could be determined to worn rubber feet. The device in question was manufactured on 2014-12-11. The review of the non-conformities during the period of 2014-12-11 to 2022-11-07 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in canada. It was reported that the arterial pump stopped during treatment. No harm to any person has been reported. Ref#(B)(4).